Manufacturer narrative:
(B)(4). Additional information received. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r5ah3c. Investigation summary: the analysis results found that the tlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received with the swing tab in the unlocked position. The cartridge reloads had the proximal 3 drivers up without staples, and the remaining drivers down with staples present. The device was tested for functionality with the returned cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure. Some staples of distal part did not form b-shape. Patient consequence was not reported.